Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a significant difficulty in removing the ""introducer"" from the tube prior to the tube change.